Event description:
It was reported the expedium verse system was used during a procedure and during insertion, a screw 7mm l50 could not be inserted. The screw loosened when the set screw was screwed in. In addition, a total of five set screws could not be screwed in, as they were partially broken during the screw-in test. No broken fragments were retained in the patient. Procedure was completed successfully with a 15 minute surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. Corrected: d4 (primary UDI number). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the device 199721000s lot 318125, was found during the visual examination performed on (B)(6) 2025 that it is unable to be disassembled.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Added: d4 (expiration date) and h4, h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found head screw threads being deformed and scratched, broken bits of the head screw were returned, long threads of the screw are worn. The observed condition of the device was consistent with a component failure, potentially caused by an exposure to unintended forces. However, we can not assure this as the only potential cause of the event along with the evidence provided. User guide dsusspn01171539 states on page 6 d & e following precaution: unless the locking collar is rotated to the locked position, the expedium advance reducer may disengage from the pedicle screw if detachment tabs are pressed inadvertently. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was intended to be performed, however, due to the damage on the screw threads we were unable to assemble them the overall complaint was confirmed as the observed condition of the 5.5 exp verse scr 7.0x50 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device product code: 199721750s. Lot number: 358604. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 07 dec 2022. Manufacturing site: jabil le locle. Expiry date: 31 oct 2027. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.